Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation, instead the device logs were provided for review. Device logs showed the meets specifications. The device was powered on, but no power-off button press was logged, indicating the device remained powered on. The customer has indicated they will not be returning the device as they have replaced the battery and it is now operating as intended. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.